Event description:
Procedure ptca of right coronary artery with stent insertion. Stent not deployed, but missing from balloon where balloon was removed from guide. Unexpanded stent lodged in small proximal rca. Stent length 15mm.